Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that he received no delivery alarms during bolus and basal delivery attempts. The customer changed out the infusion set, reservoir and site. The customer did not know his blood glucose level, but believed it to be high and was on the way to the hospital. He performed a 5.0 unit fixed prime and insulin did not exit the tubing. During a manual prime, after disconnecting and reconnecting the infusion set and reservoir, the insulin pump alarmed no delivery. It was explained to the customer that the alarm may have been caused by a set or reservoir occlusion, but it was not possible to determine the cause without a complete set change. The customer was advised to replace the set and reservoir as soon as possible. It was further explained to the customer that there could also be a bent cannula, which the customer stated he would check when he became able to and would change out the infusion site and set. Nothing further was reported.